Event description:
It was reported pt had a 13.2mm implantable collamer lens implanted in the left eye on (B)(6) 2009. As part of the post market study, the pt reported experiencing a posterior vitreous detachment. The doctor's office was contacted. Stated the detachment was noted on (B)(6) 2009 and duration of condition was approx one month. The condition has been resolved. The doctor's office reported the pt saw flashes and floaters. All symptoms have gone. Patient's last visit was on (B)(6) 2010, the patient's visual acuity was 20/25. The icl remains implanted.

Manufacturer narrative:
(B)(4). Method: (other): lens work order search. Results (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).